Event description:
Customer called in because she was unsure why her blood glucose levels (bg's) were high. In 2008, at 10:38 am her bg was 341 mg/dl so she delivered a 5.5 unit bolus of insulin then changed her pod. By 1:33 pm her bg was down to 203 mg/dl. By 5:34 pm her bg was down to 97 mg/dl and she had been ingesting carbohydrates and taking appropriate boluses during this time. Her bg's bounced up and down over the next 2 days between 77 - 500 mg/dl. She stated that her daughter found her unconscious three days later, in the afternoon, customer was taken to the hospital via ambulance. Once she was in the hospital they took the pod off of her and started an IV insulin drip. At this time customer explained that she was unconscious and her bg was 900 mg/dl. Customer remained in the hospital for 5 days. Customer at this time is using her back up plan on insulin pens per doctors request. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or back-up therapy if required.